Event description:
A (B)(6) male patient contacted zoll customer support to report that the system was alarming to connect the belt to the monitor. The patient reported that the belt was unable to stay latched to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (belt alarms) has been confirmed. As received, the trunk cable connector was broken and wires were visible on the a + b assembly. The root cause of the broken connector and visible wires cannot be positively identified, but was likely a result of excessive force. Once the trunk and a + b assembly were replaced, the belt was fully functional. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.